Event description:
The customer reported that the multiple patient receiver (org) was in signal loss on the 3rd floor.

Manufacturer narrative:
Details of complaint: the customer reported that the multiple patient receiver (org) was in signal loss on the 3rd floor. They reported that since 2013, they have had coverage issues due to antenna placement. The antennas are spaced further apart than normal (almost 40 feet apart). During troubleshooting, it was discovered that the b-coax cable on one of the orgs had been disconnected. After reconnecting it, the issue seemed to be resolved. No patient harm was reported.service requested / performed: troubleshooting.investigation summary: the risk for patient harm is mitigated in the design of the central monitoring stations as it is designed to notify clinicians in the case that signal loss occurs with org devices. As signal loss is easily noticeable to clinicians, alternate patient monitoring arrangements can be made in response to signal loss events. The customer found that, during troubleshooting, the cable for their b antenna was not connected to the org. When the cable was connected properly, there was no reported signal loss. The root cause for the signal loss is use error. A CAPA is not warranted.the following fields contain no information (ni), as attempts to obtain information were made, but not provided:a2 - a6additional device information:d10 concomitant medical device: the following devices were used in conjunction with the org:cns:model #: niserial #: nidevice manufacturer data: niunique identifier (UDI) #: nireturned to nihon kohden: nitelemetry transmitters:model #: niserial #: nidevice manufacturer data: niunique identifier (UDI) #: nireturned to nihon kohden: niadditional information:b4 date of this reportd8 was this device serviced by a third party?g3 date received by manufacturerg6 type of reporth2 if follow-up, what type?h6 event problem and evaluation codesh10 additional manufacturer narrative

Manufacturer narrative:
The customer reported that the multiple patient receiver (org) was in signal loss on 3rd floor. They report that since 2013, they have had coverage issues due to antenna placement. The antennas are spaced further apart than normal (almost 40 feet apart). During troubleshooting, it was discovered that the b-coax cable on one of the orgs had been disconnected. After reconnecting it, the issue seemed to be resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multiple patient receiver (org) was in signal loss on 3rd floor.